Manufacturer narrative:
The returned driver was visually inspected to confirm the failure mode outlined in the complaint description. The driver's tip was twisted and sheared off. The root cause could not be definitively determined.

Event description:
On 25 feb 2026, orthofix was made aware of multiple admiral driver tip fractures. It was reported that the fractured tips became lodged in the screw shank and were unable to be retrieved without removing the entire screw. This resulted in a surgical delay of greater than 30 minutes. No patient injuries were reported. Quality compliance made multiple attempts to obtain further information regarding the event, however, customer was unresponsive. It is unknown if the entire screw was replaced or if the screw was left in-situ with the unretrieved fragment. This report is for 2 of 4 units.

Manufacturer narrative:
H3: instrument has been returned, but outcome of the investigation is still pending. Intraoperative warnings breakage, slippage, or misuse of instruments or implant components may cause injury to the patient or operative personnel.